Event description:
According to the reporter, during the procedure, the device bag tore. No details were provided regarding patient outcome or current patient status. The device was discarded by the customer.